Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No low battery alert or power loss alarm noted during testing or in the pump trace download. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had replaced battery alert and low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump battery was dying every 5 days. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.